Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the glidepath dialysis catheter products that are cleared in the us. The pro code and 510 k number for the glidepath dialysis catheter products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm d/l glidepath kit was returned for evaluation. Visual, tactile and functional evaluations were performed on the returned device. No resistance was felt as water flow felt normal throughout all tests. Therefore, the investigation is inconclusive for the reported flow rate issue as there were no flow issues identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a dialysis catheter placement procedure, the catheter allegedly had insufficient flow through arterial and venous lumen. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the glidepath dialysis catheter products that are cleared in the us. The pro code and 510 k number for the glidepath dialysis catheter products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a dialysis catheter placement procedure, the catheter allegedly had insufficient flow through arterial and venous lumen. Reportedly, the catheter was removed and replaced. There was no reported patient injury.